Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. The reported resistance could not be confirmed as it was based on case circumstances. Based on visual and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a heavily tortuous, heavily calcified, 70% stenosed lesion in the mid popliteal artery. After using a 0.014 guide wire, the 4.0x40mm armada 14 percutaneous transluminal angioplasty catheter was advanced with resistance to the lesion and pressurized; however, the balloon ruptured at 9 atmospheres on the third inflation. The device was replaced with a 4x60mm armada 14 to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.